Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention which continued after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s history revealed multiple rebooting events. Evaluation revealed a battery compartment crack. The battery cap was not damaged, found to be within specification, and was able to properly secure to the pump. The pump successfully completed the prime sequence and 24-hour exercise test without power or other issue, alarm, or warning. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.